Event description:
Caller reported experiencing a cartridge alarm 30, which caused their blood glucose level to display as "high," though the specific value was unknown. The customer took corrective action by administering a correction bolus via the pump, and no assistance from a third party was required. Technical support resolved the issue by arranging a pump replacement with updated software. Caller was advised on the steps necessary for receiving and returning the pump and acknowledged instructions to put the pump into storage mode and return it using a provided pre-paid label within ten days.